Event description:
This 50 yr old female has had silicone breast implants since 1981. She now wishes to have them removed. Gross exam: the right implant is totally disrupted. The left implant is intact and shows no sign of leakage. The right breast capsule shows histiocytic and foreign body reaction.